Event description:
The customer reported that the display on their device was described as being "gray and snowy". With the device in this condition, there is a possibility of a device lockup occurring. When a device lockup occurs, the device would not be available for defibrillation therapy. There was no patient use associated with the reported issue.

Manufacturer narrative:
The customer later contacted physio-control to request a device evaluation. Physio-control evaluated the customer's device but was also unable to duplicate the reported lock-up condition. As a precaution, physio-control replaced the user interface (ui) to stack flex cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). The hospital biomedical engineer evaluated the device and has been unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the end user for use. The cause of the reported issue could not be determined.